Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with low aspiration during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The request for service was cancelled as the customer decline servicing. No additional, related information was obtained. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 25, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively, the request for service was cancelled. The manufacturer internal reference number is: (B)(4).